Manufacturer narrative:
Evaluation of the suspect device shows the threaded tip to be missing. It is possible that excessive force or misuse by the user caused the threaded rod tip to break off. However, an exact cause of the reported issue cannot be determined.

Event description:
It was reported that an independence mis threaded rod tip broke off in the implant that remains in patient.

Manufacturer narrative:
Neither the device nor imaging could be provided for evaluation. It is possible that excessive force or misuse by the user caused the threaded rod tip to break off. However, an exact cause of the reported issue cannot be determined.

Event description:
It was reported that an independence mis threaded rod tip broke off in the implant that remains in patient.